Manufacturer narrative:
Device eval by MFR: the device was returned and the sheath presented a detached imaging window at the lapjoint section, the detached imaging window was not returned for analysis. Functional testing could not be performed due to the condition the device was returned.

Event description:
Reportable based on analysis findings completed on 09dec2020. It was reported that the catheter would not cross the lesion. The 75% stenosed target lesion was located in the moderately tortuous and seriously calcified left circumflex artery. The lesion was 30mm in length with a reference diameter of 3.5mm. An opticross imaging catheter was advanced; however, the opticross could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed the sheath was detached.